Event description:
A customer called beckman coulter regarding discrepant accu tni results from 2 different sample types (from a single draw from a single pt) that were generated by access 2 instrument. The customer indicated that the accu tni result from sample a (edta plasma) was different than the accu tni result from sample b (serum) [see b6 for example provided by the customer]. The customer expected the results from sample a and sample b to be very similar. The customer had indicated that they had been using edta plasma and serum sample interchangeably for several years. Both samples were collected at the same time. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to this event.